Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. No known impact or consequences to the patient. Torn material, sharp edge. Product evaluation method - lens work order search. Results - visual inspection of the returned lens showed lens the device was returned in liquid, both haptics were torn off and one haptic had a scraped mark on it. No sharp edge was noted. A lens work order search was performed and there were no similar complaints found. Conclusion - (unable to confirm): based on the complaint history, lens work order search and product evaluation, we were unable to confirm this report. (B)(4).

Event description:
The reporter stated after the surgeon inserted the cc4204a collamer single piece lens in the eye and sharp edge was noted. The lens was removed without enlarging the incision and another same model lens was implanted. There was no injury to the patient.